Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that programmer switched itself off and started to emit strong smelling smoke. This programmer will be returned for analysis. No adverse patient effects was reported.